Event description:
The customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer on techniques to effectively press the button and assisted with removing the pump from its case. Despite these efforts, the issue persisted, leading technical support to arrange for a replacement pump. The customer was instructed on the process for returning the defective pump and was informed about continuing to use the current pump as a backup therapy.